Manufacturer narrative:
An event regarding revision involving an unknown knee implant was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported via the stryker facebook page, "I had my knee replacement with a stryker and I worse off after the surgery. Had to have a revision and it is still messed maybe the 3rd time is a charm."